Manufacturer narrative:
The customer has not requested for getinge to evaluate the iabp unit involved in this event. A getinge field service engineer (fse) advised that service was performed by the customer's in-house biomedical department. The fse was advised that the in-house biomedical technician resolved the issue by replacing the cardiosave handle (0367-00-0112-01). The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units handle is broken. There was no patient involvement.